Event description:
The user received discrepant folate results for two patient samples. Sample 1: the first result was <1.45 nmol/l and the user did not believe the result so they repeated the sample twice. The repeat testing on (B) (6) 2010 and (B) (6) 2010 gave a result of >45.40 nmol/l both times. Sample 2: on (B) (6) 2010, the first result was <1.45 nmol/l and when repeated gave a result of >45.40 nmol/l twice. The faulty results were not reported to the physician. The folate reagent lot number was 15462401.

Manufacturer narrative:
The user facility declined steris' offer for an in-service training.

Event description:
It was reported that while an unattended patient was attempting to climb off of the stretcher, he stepped on the stretcher¿s brake lock, causing the wheel lock to disengage. The patient slid off the stretcher and fell on his knee. The patient complained of knee pain but refused treatment at the hospital. (B)(4).

Manufacturer narrative:
At the request of the hospital, a steris service technician inspected the brake locks on all stretchers of this type at the facility and found that the brake locks on all stretchers were operating according to specifications. The brake design on these stretchers features a four-corner brake and steer function which allows the user to easily engage or disengage the brake or steer feature from any of the four corners of the stretcher. The braking system on these stretchers is the same system that has been used since approximately 1992. This incident was due to user error. The operator manual, page 3-4, contains two notes regarding locking rails securely before leaving a patient, and one note on never leaving a patient unattended with the rail down. Steris is scheduling refresher in-service training to review the usage instructions for this stretcher. (B)(4)